Manufacturer narrative:
Product analysis #289603325:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 catheter hub. No damages or I rregularities were found with the micro catheter body. The distal tip was found kinked proximal to the marker band. A pinhole was found at the kinked location. The marker band and distal tip was found crushed. Testing/analysis: the echelon-10 micro catheter total length was measured to be 155.5cm and the useable length was measured to be 147.8cm, which is within specification (specification: total (ref) = 155cm; usable = 147m (.5cm). The catheter was flushed, and water was observed to exit the distal tip and the pinhole. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed. However, the customer report of ¿prod damaged/deformed out of pkg¿ could not be confirmed as the customer reported preparing and flushing the device. It is possible the damages occurred during manufacturing, during removal from the packaging or after removal during preparation/hydration. It is possible the tip was steam shaped, which could have contributed towards the damages found; however, this cannot be confirmed, and the customer did not report shaping the tip. The pinhole could have been caused by the same causes as the tip damage or due to puncture from a guidewire. There is an indication that the issue is related to a potential manufacturing issue, therefore a DHR review will be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after opening the outer package, and performing normal hydration, it was found that the tip of the microcatheter was damaged. The reported device and any accessory devices were prepared and catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm of the right c5. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with 7mm diameter. No patient symptoms or further complications were reported as a result of this event. Additional information received that there was no damage or evidence of tampering to device packaging.